Manufacturer narrative:
A low blood glucose event prompting a 911 call was reported by the user¿s healthcare provider. The user did not respond to multiple attempts to obtain additional information, and no details regarding device behavior, insulin delivery, or contributing factors were confirmed. Based on currently available information, no device malfunction has been identified, and a follow-up MDR will be submitted if additional details or a device evaluation become available. This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
On 04-nov-2025 the clinical diabetes specialist reported that on (B)(6) 2025 the user experienced hypoglycemia with a reported lowest bg of 67 mg/dl. The user called 911 due to anxiety related to the low bg, but no details were provided regarding any self-treatment attempts prior to ems involvement despite follow-up attempts. The user was evaluated by ems, was not transported to the hospital, and no additional treatment or admission details were available.